Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "exchange from textured to smooth due to concern with the product". Later, healthcare professional reported "become capsulized, very hard and tender, severely distorted, moderate pain," capsular contracture, baker grade IV and exchange of textured device due to patient's concern with product". This relates to the left side. The device remains implanted.